Event description:
I had a hip replacement 4 years ago and about a year and a half into it, I started having severe pain and had felt dizzy all the time. I ended up dislocating in (B)(6) 2018 due to severe damage from metallosis and had to have a revision in (B)(6) 2018 with severe damage to the muscles and tissues from the biomet metal head and am still on a walker due to the damage from this 40 mm biomet metallic head.